Manufacturer narrative:
Nothing has yet been received to conduct a failure analysis. When the complaint device is received it will be subjected to an evaluation and the results of that evaluation will be the subject of a follow up MDR.

Event description:
It was reported by the depuy mitek rep. That the distal portion of a depuy mitek sheath inserter broke off into the patient. All the pieces were retrieved from the patient without further incident and there were no patient consequences. However if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentially and MDR is being filed to document this event.